Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 428 mg/dl. The customer stated had no symptoms and treated high blood glucose with he took 29u per manual injections. Customer¿s high blood glucose level was 428 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 369 mg/dl. Customer stated that they had changed out 3 sets on. Customer declined to troubleshoot for high readings. It was reported that customer had taken the infusion set off and the cannula was bent. Troubleshoot performed for bent cannula and was reported that the cannula was bent. The insulin pump will be returned for analysis.